Event description:
It was reported per field service report: pump was on patient. Blood backed up into intra-aortic balloon pump (iabp). No harm to patient. Findings/action taken: decontaminated iabp. Replaced all contaminated parts including related tubing. The unit passed functional checkout. The pump is back in service. Additional information received from field service report and the biomed department stated that blood was backed up into the pump (B)(4) from an intra-aortic balloon (iab) presumed ruptured. No report of patient death, complications or injury. An update received on (B)(6) 2012, from the sales representative stated that the incident was initially reported to the biomed department. The iab was presumed ruptured due to blood in iab and blood in iabp (B)(4). The iab involved in this incident is (B)(4). The iab was grossly full of blood in helium tubing, in clear window at y junction and also throughout inside of iab. They were unable to push any air into gas lumen, assumed to be due to large amount of hardened blood in iab.

Manufacturer narrative:
The iab membrane was palpated with gloved hand and did not feel any holes or disruption to integrity of iab membrane, however, we did feel '3 rough areas' on central lumen beginning approximately 2 inches from tip of iab. Unfortunately the investigation is not fully conclusive since air could not be pushed into helium lumen, however, it is highly suggestive that this incident was caused by impaired central lumen. Also, this conclusion is consistent with information from the educator that this patient was uncooperative at times prior to event (alarms and immediate blood back into driveline). Sample will not be returned for evaluation.